Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), rotated heart and flail leaflet for a mitraclip procedure. During the procedure, one mitraclip xtw was implanted and second mitraclip nt was attempted to place lateral to the first clip, it has grasped both the leaflets and was then closed, once it reopened, it was determined that the single leaflet device attachment (slda) has occurred to the mitraclip xtw and clip was no longer attached to the posterior leaflet. The nt was removed and placed another xtw clip medial to the first xtw clip to stabilize the slda. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported device damaged by another device (dislodged) and slda, appear to be related to user technique/procedural conditions, and due to the first clip interacting with the second clip, leading to slda of this first clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.